Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump errors. The customer's blood glucose level was 117 mg/dl and 97 mg/dl. The customer reported that the insulin pump had a software error detected alarm and insulin flow block alarms. The customer reported that the insulin flow block alarm war resolved by complete set change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error found in the pump history (linenumber = 5632 and filenumber = 2005) due to software error.